Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) message upon powering on was confirmed during the functional testing and based on the archive data review. The investigation found the cause for the reported error message was due to the defective drivetrain motor, likely due to a defective component. The secondary complaint of the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was not confirmed during archive data review or the functional testing. During visual inspection, unrelated to the reported complaint, noticed the front enclosure was observed cracked at the front end area and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. The archive data review showed an occurrence of multiple user advisory (ua) 02 error messages on the reported complaint date, thus confirming the reported complaint. In addition, unrelated to the reported complaint archive data showed the presence of the user advisory (ua) 17 (max motor on-time exceeded during active operation) error messages that occurred during take up and during active operation. The root cause of the observed user advisory (ua) 17 error in the archive was due to a defective drive train motor. The platform failed the initial functional testing with user advisory (ua) 02 error message, thus confirming the reported complaint. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The load cell characterization test confirmed both load cell modules are functioning within the specification. The drivetrain motor was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) message upon powering up with the properly positioned manikin, followed by the (ua) 07 (discrepancy between load 1 and load 2 too large) error during compressions. No patient involvement.